Event description:
Information was received that reported a patient was hospitalized in 2007,due to hyperglycemia. It was reported that the patient did change his site and cartridge earlier the same day. It was reported that the patient only like to use his abdomen as a site, even though he has been recommended to rotate to prevent scarring. Upon admit the patient's blood glucose was >500mg/dl, the patient was treated with IV fluids and insulin. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.